Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received one monopty biopsy needle for evaluation. During visual evaluation the device appeared to have blood residue throughout the cannula and was received in in second rotational position with the arrow in the ready window. A slight bent was noted at the distal tip of the stylet. Upon decontamination of the complaint sample, the device inadvertently fired and is unable to be returned to its original position. Upon functional testing, the sample was functionally tested by twisting the rotational knob once and the cannula retracted and locked into place. The exposed sample notch was found to be bent forward when positioned on a flat surface. The needle was not noted to be bent when positioned on a flat surface. The rotational knob was turned once more, and the stylet retracted as expected. The device was able to be fully primed with no issues and the arrow was visible in the ready window. The device was fired without issues. Therefore, the investigation is unconfirmed for the reported failure to fire as the device was able to prime and fire properly. However, the investigation is confirmed for the identified self-activation as the device inadvertently fired and is unable to be returned to its original position during the decontamination process and the investigation is also confirmed for the identified material bent/twist issue as the distal tip of the stylet (sample notch) was noted to bent. A definitive root cause for the alleged self-activation, material twist/bent and failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an echo guided breast biopsy procedure, the outer tube allegedly did not fire, and the sample cannot be collected properly. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an echo guided breast biopsy procedure, the outer tube allegedly did not fire and the sample cannot be collected properly. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.